Event description:
During a remote follow-up, a loss of capture and functional loss of capture were observed on the device. The patient is not pacemaker dependent. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.